Manufacturer narrative:
(B)(4). Retainer ring = black. The device was returned for insulin pump error alarms per event date on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to insulin pump error alarm. Insulin pump error alarm confirmed on long history file on (B)(6) 2022 10:05:24:000 am, and insulin pump error alarm on (B)(6) 2022 09:56:35:000 am due to corroded motor home switch. (Motor current error). Pump was cut open to perform visual inspection and found moisture damage on the electrical boards force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection fading serial number label. Device was confirmed for insulin pump error alarms on long history file due to corroded home switch. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.